Event description:
It was reported that approximately three years post ivc filter implant, the pt presented to the emergency room with pleuritic chest pain following a motor vehicle accident. Imaging demonstrated one detached filter arm in the left lower lobe of the lung and two detached filter arms were seen in the area of the filter. There was a large clot burden in the vena cava and bilateral femoral veins, and the filter was tilted. Cephalad movement of the filter from the level of l2-l1 was also noted, which the physician attributed to the mva. The filter and all three detached filter arms were successfully removed.

Manufacturer narrative:
The lot number for the device was provided. The device history records were reviewed with special attention to the raw materials, the subassemblies, the mfg process and the quality control testing. This lot met all release criteria. There is nothing seen in the DHR to indicate that there was a mfg related cause for this event. The filter will be retained by the user facility risk management department; therefore, a device evaluation could not be performed. The investigation is currently underway.